Event description:
Pt presented to pain management program for eval with an epidurogram and possible racz lysis of adhesions. Racz introducer catheter was placed under fluoroscopic guidance. When racz introducer catheter removal was attempted, terminal one inch section was not present; the catheter had sheared. Catheter segment was surgically removed from pt's sacrococcygeal ligament.